Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal adhesions, hypothyroidism, dysplasia, caesarean section, dysmenorrhea, menorrhagia, parity 2, gravida ii, renal cysts, right lower quadrant pain and pelvic pain. On (B)(6) 2015,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, anterior abdominal lysis of adhesions). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: diagnosis: uterus and cervix, right and left fallopian tubes, laparoscopic hysterectomy with bilateral salpingectomy: uterine cervix with mild chronic inflammation and no evidence of squamous intraepithelial lesion/dysplasia. Corpus uteri with proliferative endometrium and intramural leiomyoma left fallopian tube with no significant pathologic abnormalities. Right fallopian tube with a benign para tubal cyst. Clinical data: menorrhagia, dysmenorrhea, pre-menstrual syndrome, ascus favor dysplasia. Gross examination : the specimen is received in formalin labeled with the patient's name and demographics and identified as "uterus, cervix, right and left fallopian tubes" and consists of a uterus and cervix with attached bilateral fallopian tubes. In right tube there is a single tightly coiled gray metallic wire identified within the tube. In left tube there is a single tightly coiled gray metallic wire identified within the tube [ultrasound pelvis] on (B)(6) 2014: history: acute left pelvic pain. Technique: multiple longitudinal and transverse grayscale and color doppler images of the pelvis were obtained with transabdominal and transvaginal technique. Findings : the uterus measures 8.3 x 4.3 x 6.1 cm. Endometrial thickness is within normal limits at 5 mm maximum. There is a sub centimeter focus of calcification in the uterine fundus, which is nonspecific. There is minimal fluid in the endocervical canal. Right ovary is not visualized. Left ovary measures 2.4 x 1.4 x 2.2 cm. Ovarian follicles are present. No significant free fluid. No gross adnexal mass. The urinary bladder is not optimally evaluated on this study. Impression: right ovary is not visualized. No other significant abnormality. CT scan done (B)(6) 2014 likewise demonstrated:; on (B)(6) 2014: history: right lower quadrant pain and 41-year-old. Comparison: none. Technique: 5mm axial images through the abdomen and pelvis with 100 cc of isovue-300. Coronal reformations are submitted. Dlp 14.5 mgy-cm, ctdi 738.2 mgy. Findings: kidneys: right kidney shows rounded area decreased attenuation measuring approximately 2.4 cm consistent with a cyst. No solid renal lesions. No hydronephrosis or stones. Bowel: stomach, small and large bowel is without dilatation. Appendix is normal in caliber with no adjacent inflammation. Pelvis: uterus and ovaries grossly normal in size and morphology. Michael inserts seen in the fallopian tubes bilaterally. Bladder smooth walled with no masses or stones. No pelvic masses. Ovaries grossly normal morphology. No free fluid. Impression: fatty liver. Appendix normal. Bilateral tubal ligation. Right renal cysts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abdominal adhesions, hypothyroidism, dysplasia, caesarean section, dysmenorrhea, menorrhagia, parity 2, gravida ii, renal cysts, right lower quadrant pain and pelvic pain. On 30-jun-2015, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, anterior abdominal lysis of adhesions). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 30-jun-2015: diagnosis: uterus and cervix, right and left fallopian tubes, laparoscopic hysterectomy with bilateral salpingectomy: uterine cervix with mild chronic inflammation and no evidence of squamous intraepithelial lesion/dysplasia. Corpus uteri with proliferative endometrium and intramural leiomyoma left fallopian tube with no significant pathologic abnormalities. Right fallopian tube with a benign para tubal cyst. Clinical data: menorrhagia, dysmenorrhea, pré-menstrual syndrome, ascus favor dysplasia gross examination : the specimen is received in formalin labeled with the patient's name and demographics and identified as "uterus, cervix, right and left fallopian tubes" and consists of a uterus and cervix with attached bilateral fallopian tubes. In right tube there is a single tightly coiled gray metallic wire identified within the tube. In left tube there is a single tightly coiled gray metallic wire identified within the tube [ultrasound pelvis] on (B)(6) 2014: history: acute left pelvic pain technique: multiple longitudinal and transverse grayscale and color doppler images of the pelvis were obtained with transabdominal and transvaginal technique. Findings : the uterus measures 8.3 x 4.3 x 6.1 cm. Endometrial thickness is within normal limits at 5 mm maximum. There is a sub centimeter focus of calcification in the uterine fundus, which is nonspecific. There is minimal fluid in the endocervical canal. Right ovary is not visualized. Left ovary measures 2.4 x 1.4 x 2.2 cm. Ovarian follicles are present. No significant free fluid. No gross adnexal mass. The urinary bladder is not optimally evaluated on this study. Impression: right ovary is not visualized. No other significant abnormality. CT scan done (B)(6) 2014 likewise demonstrated:; on (B)(6) 2014: history: right lower quadrant pain and 41-year-old. Comparison: none. Technique: 5mm axial images through the abdomen and pelvis with 100 cc of isovue-300. Coronal reformations are submitted. Dlp 14.5 mgy-cm, ctdi 738.2 mgy. Findings: kidneys: right kidney shows rounded area decreased attenuation measuring approximately 2.4 cm consistent with a cyst. No solid renal lesions. No hydronephrosis or stones. Bowel: stomach, small and large bowel is without dilatation. Appendix is normal in caliber with no adjacent inflammation. Pelvis: uterus and ovaries grossly normal in size and morphology. Michael inserts seen in the fallopian tubes bilaterally. Bladder smooth walled with no masses or stones. No pelvic masses. Ovaries grossly normal morphology. No free fluid. Impression: fatty liver. Appendix normal. Bilateral tubal ligation. Right renal cysts. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.